Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic respiratory procedure, a black fragment of the single use biopsy valve fell off inside the patient. The fragment was immediately retrieved with forceps, and the procedure was completed with the same device. There were no reports of patient harm.